Event description:
On an unknown date, the patient was treated for a traumatic aortic disruption with a gore tag thoracic endoprosthesis. The subclavian artery was intentionally covered, and the patient experienced left upper extremity ischemia with hand pain. A carotid to subclavian bypass was performed five weeks later, and the symptoms completely resolved.

Manufacturer narrative:
This was originally reported in the journal of vascular surgery.